Manufacturer narrative:
Device history log shows issues with vavd; however, during the investigation, there was no visible damage identified and the vavd operated as expected at various setpoints on a test heart-lung machine. Service also performed gas calibration produced the expected results. Service replaced vavd assembly as a precaution and retested to confirm the new vavd operated as expected.

Event description:
User reported that vacuum regulation was lost during the procedure. There was no patient harm; however, spectrum medical considers the inability to regulate vacuum to be reportable.